Manufacturer narrative:
This event is a duplicate of FDA report number 2649622-2020-04475

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. It was noted there was a plan to implant a leadless pacemaker as the patient is pacemaker dependent and implant a new crt-d system at a later date. No further patient complications have been reported as a result of this event.